Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient's daughter reported, the patient's infusion device didn't work properly in the last weeks. Daughter stated, her mother reported, the infusion device switched off abruptly w/o any alarm or error message. Daughter reported, this issue occurred twice and now the infusion device is working properly. Daughter stated, the patient was able to notice the problem before her blood glucose levels began to increase. Daughter reported, her mother has not had any problems with her blood glucose level. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and alleged product has been returned for evaluation.